Event description:
It was reported that the pump does not detect the lock/latch and the downstream occlusion (dso) seal is damaged. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer's reported problem, "pump does not detect/latch/dso (downstream occlusion) damaged" was duplicated by functional testing. The cause is the defective latch/lock flex and delaminated downstream seal. Replaced the latch/lock flex and downstream seal to correct the issue. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.